Event description:
It was reported that the ilet pump and its app were not receiving dexcom cgm data while the dexcom mobile app continued to display readings; the caller confirmed the g7 sensor code, and customer care guided switching cgm settings on the pump from g7 to g6 and back to g7 with re-entry of the sensor code, after which the user was advised to wait for data to resume. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education regarding cgm pairing and configuration on the pump. Investigation of this case revealed a communication loss limited to the ilet system with cgm configuration corrected through device setting changes and code re-entry, consistent with a device-to-sensor connectivity issue without hardware failure. It was concluded, based on similar reports, that the cause was an intermittent communication or configuration issue resolved through user-guided software settings and pairing steps.